Manufacturer narrative:
One cadd legacy 1 pump was received damaged with a cracked front and rear housing. The event history log was reviewed and there was no evidence of the reported issue. The investigation found "service due" displayed upon power up and the clock battery needed to be replaced. The clock battery caused the issue and will be replaced to resolve it.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump needed a battery replacement. There was no reported adverse event.